Event description:
Philips received a complaint on the v60 indicating that the 1002 "blower temperature too high" and 1122 "blower temperature high" errors occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer initially called to technical support to report that when attempting to use the device on a patient, the 111b "35v supply failed" and 1118 "5v supply failed" alarm errors occurred. The manufacturer's product support engineer (pse) evaluated the device and after confirming the reported issue, the pse also discovered that the 1002 "blower temperature too high" and 1122 "blower temperature high" errors occurred. The pse found that the cause was due to a failure in the motor controller (mc) printed circuit board assembly (pcba) and stated that the mc pcba needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
According to the technician, the alarm errors will be resolved by replacing the motor controller (mc) printed circuit board assembly (pcba). Based on the service manual, the replacement mc pcba should resolve the issue. The investigation concludes that no further action is required at this time. If additional case information is received, the complaint file will be reopened.